Event description:
Boston scientific received information that this device was explanted for an unknown reason. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device passed a labeled longevity calculation. The device lost telemetry before any further testing could be performed. Telemetry was unable to be re-established. The battery was removed and further testing was performed. Device firmware was reloaded. The device was then programmed to the settings used while the device was implanted. Current draw was then monitored at various voltage levels. Normal current draw was observed from the device while it was attached an external power supply and ammeter. Information available from the device memory indicates that at the time of explant the device was capable of delivering therapy.